Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product event summary #(B)(4) - the lead was returned and analyzed and no anomalies were found. However, the distal end of the electrode was covered in blood. The tubing overlay had blood ingression.

Event description:
It was reported that during the implant attempt, the lobes on the lead started to expand as the lead was advanced in the coronary sinus causing difficulty in moving the lead. The lead was not used and a new lead was attempted. That lead advanced appropriately butcould not be advanced in the small subselected vessel. That lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).